Event description:
The customer reported the monitor provided a false spo2 reading of 100%. No patient harm was reported.

Manufacturer narrative:
(B)(4): philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.